Manufacturer narrative:
Based on the current information provided, although there is no allegation or evidence that a malfunction of the da vinci surgical system, instrument or accessory occurred, the cause of the uncontrolled hemorrhage related to the patient's death is unknown. If additional information is received, a follow-up MDR will be submitted. It was confirmed that there was no malfunction of an isi device or system and no relationship between da vinci products and the aortic injury, as the injury occurred during the traditional laparoscopic procedure. A system log review cannot be performed because the system logs are not available at this time. No image or video clip for the reported event was submitted by the customer to isi for review. A review of the site's complaint history shows no other complaints related to this event. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: ¿according to the information in the description of events, the surgeon electively chose to convert a da vinci-assisted nephrectomy to a laparoscopic nephrectomy based upon the tumor size and the difficulties with anatomic identification. After the procedure was converted to a laparoscopic procedure, the surgeon injured the aorta which caused the patient to hemorrhage. The surgeon then converted the procedure to an open laparotomy in an attempt to control the bleeding. Unfortunately, the patient expired. Based upon the information, there was no reported device-related error or mistake made by the surgeon during the robotic portion of the procedure.¿ during a da vinci-assisted surgical procedure, the surgeon elected to convert to traditional laparoscopic surgery because of the size of the tumor and difficulty identifying anatomy. The patient's aorta was allegedly injured during the traditional laparoscopic surgery which led to hemorrhaging. The surgical staff was able to initially control the bleeding; however, the bleeding reoccurred and the patient ultimately expired in the ICU. This MDR is being submitted as part of a retrospective complaint review.

Event description:
It was reported that during a da vinci-assisted left nephrectomy surgical procedure, the surgeon elect to convert to traditional laparoscopic surgery due to the size of the tumor and difficulty with identifying the anatomy during the treatment of the renal hilum. During the traditional laparoscopic surgery, the aorta was injured causing hemorrhage and as a result, the procedure was converted to an open surgery. It is unknown as to how the vessel injury occurred; however, it was during the surgical tasks of suctioning and hemostasis. Although the bleeding was stopped once, the bleeding reoccurred. A percutaneous cardiopulmonary support device (pcps) was used. Postoperatively (on the day of surgery), the patient died in the ICU. The cause of death was unknown. The estimated blood loss was 8000ml. It was confirmed that there was no malfunction of an intuitive surgical, inc. (Isi) device or system and no relationship between da vinci products and the aortic injury, as the injury occurred during the traditional laparoscopic procedure.